Event description:
A customer observed higher than expected quality control results post calibration for one lot of vitros glu slides when using a vitros 250 chemistry system analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There were no patient results reported and there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The investigation concluded that the instrument responses and parameters for the calibrator kit 1 were atypical when compared to expected. The user indicated to an ocd technical support representative that the calibrator kit had not been reconstituted in accordance with the manufacturer's recommendations. Acceptable instrument responses were obtained once the calibrators were reconstituted in accordance with manufacturer's recommendations. The root cause of this event is user error.